Event description:
No osseointegration, patient has diabetes mellitus, no thread tap used, primary stability was achieved, implant was completely covered by bone, mobility random failure, dentist was able to place another implant at the same time of removal